Manufacturer narrative:
The investigation summary indicates that: one x-ray was received and reviewed. There is a shadow visible, which could be a fragment of a broken drill bit and therefore this complaint is confirmed. Product was not returned and no lot number was provided, therefore no investigation is possible. However, the provided information about the extremely thick cortices and dense bone in combination with the mentioned insertion angle indicates that a mechanical overload caused the breakage. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Without investigation of the device it cannot be defined if a corrective action is necessary. Device is not expected to be returned for manufacturer review/investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender and weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an initial surgery to treat a tibial shaft fracture with butterfly fragments-right, obtained during a kick-boxing fight, the tip of the 3.2mm three-fluted drill bit broke. While distal locking for the expert tibial nail (etn), one (1) medial lateral screw was placed. While drilling for the second screw, due to patient¿s hard bone and the angle on the power tool, the tip of the drill bit snapped inside patient¿s bone. Surgeon was unable to retrieve the broken tip from the patient. An anterior-posterior (ap) screw was placed instead. Procedure was delayed approximately 15 minutes, no harm to patient was reported. Concomitant devices reported: 8mm titanium cannulated tibial nail-ex 375mm (04.004.255s, lot 9430154, quantity 1), 4.0mm titanium locking screw with t25 stardriver 28mm for im nails (04.005.418s, lot l366923, quantity 1), 4.0mm titanium locking screw with t25 stardriver 34mm for im nails (04.005.424s, lot l523389, quantity 1), 4.0mm titanium locking screw with t25 stardriver 32mm for im nails (04.005.422s, lot l269905, quantity 1), 4.0mm titanium locking screw with t25 stardriver 32mm for im nails (04.005.422s, lot l338553, quantity 1), 4.0mm titanium locking screw with t25 stardriver 30mm for im nails (04.005.420s, lot l338553, quantity 1), 4.0mm titanium locking screw with t25 stardriver 30mm for im nails (04.005.420s, lot l494930, quantity 1), non-synthes power tool (part number unknown, lot number unknown, quantity 1). This report is for one (1) 3.2mm three-fluted drill bit. This is report 1 of 1 for (B)(4).